Event description:
Clinical study. After a drug eluting stenting treatment procedure a target vessel reintervention was performed on a left circumflex lesion. Additional info has been requested.

Event description:
It was further reported that the pt was enrolled in the program in apr 2004. Target lesion 1 was identified in the prox cx with 80% stenosis and a 2.3 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 2.5 x 20 mm taxus stent. Residual stenosis was 5%. Subsequently, the origin of the previously placed stent "appeared to be much smaller than previously appreciated." This area was dilated but the lad was subsequently compromised. Twin balloon y configuration angioplasty was then employed to the left main, lad and lcx. Residual stenosis was 5%. The pt was discharged to home the next day on plavix and asa. The pt underwent routine one-month stress echo which showed some mild abnormality, positive for stress induced ischemia. The pt was readmitted in jun 2004 for cardiac catheterization (56 days post enrollment). Cardiac catheterization revelaed: lmca -normal, lad-irregular at its origin, 70% stenosis at the origin of the diagonal, lcx-80% mid stenosis, rca -50% mid stenosis, svg-totally occluded, lima to lmca -atretic. A 3.0 x 12 nir elite stent was deployed in the prox cx. Residual stenosis was 5%. The pt was discharged to home the next day on plavix and asa. In the opinion of the physician the relationship of the event to the taxus stent is "probable."